Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment¿ was not confirmed as the device findings indicate the needles deployed successfully. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2616 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure to treat an aneurysm of the left iliac artery. Reportedly, there was no suture present when the needle plunger was removed after deployment. Manual arterial compression was applied to achieve hemostasis. No additional information provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure to treat an aneurysm of the left iliac artery. Reportedly, the proglide device did not deploy adequately. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.